Manufacturer narrative:
The patient sample was collected in a serum sample tube. Sample centrifugation information has not been supplied to date. Qc was passing within the customer's established limits. Per customer supplied data, system checks performed on (B)(4) 2011 passed within instrument specifications. Patient sample was sent to beckman coulter customer product line support (cpls) for an investigation: cpls repeated customer's result on neat sample. Dilution test was not conclusive for the presence of interfering compounds. Heterophile testing did not allow to detect interference since none of the blockers used were able to modify the signal. Sample was sent for alternative testing and results were found above reference range. Cpls investigation could not demonstrate an interference or a defective reagent use. Service information for this event has not been provided to date. Root cause of the discordance could not be determined. An MDR: 2122870-2012-00061 is submitted for patient results obtained at this account on (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc., (bec) to report that they obtained negative br monitor ((B)(6)) results on their unicel dxi 800 access immunoassay system for one patient. Testing of the patient sample on two alternate methods produced positive results that were discordant to the dxi results. Repeat testing of the patient sample reproduced the negative dxi results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.